Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. The complaint could not be confirmed. The root cause of the reported issue is attributed to user error. The surgeon did not follow the instructions or the use of the screw. As per the IFU, the trilogy screws are only designed to be used to be used with trilogy acetabular shells in the acetabulum. This surgeon used the screw in the femur with an unknown fracture fixation plate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a procedure, the screw broke during placement of the plate and remains in the patients femur. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.